Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in the left anterior descending artery (lad). The target lesions were in the proximal and mid lad, and there was a 90-degree bend in the mid lesion. Four treatments were administered on low speed in the proximal lesion. Glideassist was used to advance the crown to the distal edge of the mid lad lesion so that distal-to-proximal treatment could be performed. One successful treatment was administered on low speed. The wire appeared to be retracting. Glideassist was used to pull the oad back to the proximal lad in order to reposition the guide wire. Once the guide wire was re-positioned, glideassist was then used to advance the oad to the distal side of the lesion again. An unexpected audible noise was heard, and the physician pulled the oad back. The guide wire came back with the oad. The wire and oad were removed, and the nose of the oad was fractured but remained on the wire. The lesion was rewired, angioplasty was performed, and a stent was deployed. The patient was stable.

Manufacturer narrative:
Device evaluation: the viperwire and oad were received at csi for analysis. Visual examination revealed the driveshaft was fractured on the proximal edge of the crown. The damaged sections were sent for scanning electron microscopy (sem) analysis. Sem analysis showed that the fracture at the crown weld was due to fatigue. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity; however, the exact root cause of the fracture is undetermined. It should be noted that the coronary oas IFU states the following warning, "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage." At the conclusion of the complaint analysis investigation, the reported fracture was confirmed. Csi ID: (B)(4).